Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited intermittent capture and high capture threshold. It was noted during lead revision procedure that the lead helix was not able to extend. There were no patient consequences.